Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6)2023, all hardware was removed and replaced during a revision surgery on (B)(6)2024 due to non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Although a number of factors could have contributed to what was reported, additional information indicates it is likely that the patient non-compliance could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00214, 3011623994-2024-00215, 3011623994-2024-00216.

Event description:
It was reported that after an initial bunion surgery on (B)(6)2023, all hardware was removed and replaced during a revision surgery on (B)(6)2024 due to non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.